Event description:
It was stated that the customer was hospitalized for high blood glucose. Prior to the event, the customer reported having trouble breathing and a back ache due to the high blood glucose. The highest blood glucose reading reported was 430 mg/dl prior to the event. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.